Event description:
It is reported that the patient began having pain and swelling in the left hip in (B)(6) 2012. Patient has intense pain when sitting for long periods and going up stairs. The hip is sore to the touch. Patient has had an MRI and bone scan and is scheduled for blood test. Patient will have a revision.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.